Event description:
It was reported that the device wont charge. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked by the right bottom corner. Depleted battery was found in event history log. This indicates that the battery was not receiving a charge even when the pump was plugged in. Power up process was able to replicate the reported problem. The root of the problem was found to be print circuit board is not working properly. Actions were taken to mitigate the reported issue: replaced power supply print circuit board.